Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, the 319 error was found indicating node does not present at startup on the axes controller spar board (acs) and axes controller carriage processor (acc) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards present was found to be failing on the acs board. Once testing was completed, the acs board was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acs board was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had a 319 fault. Technical support engineer (tse) reviewed the logs and found 319 faults for arm 1 and hard power cycled all carts, including the epo button for the patient cart. After it powered up, the fault came back immediately. The customer needs all four arms and will use their other system to complete the case. The procedure was aborted to another dv system.